Manufacturer narrative:
(B)(4).

Event description:
It was reported that a n asymptomatic patient presented in clinic for a routine check-up. Review of the egms showed possible myopotential oversensing. Programming changes were recommended. Further actions and dft test will be discussed with the physician.